Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother performed plunger push and the insulin did exit. The customer's mother performed manual prime and the insulin did exit and the insulin pump did not alarm no delivery alarm. The insulin pump will not be returned for analysis.